Event description:
It was reported that during system change, it was very difficult to move the competitor lead in the connector inside the header. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.